Manufacturer narrative:
The investigation into the reported thrombus issue has been completed. No device was received for evaluation. A root cause for the reported thrombus could not be determined through this investigation as no product or data logs were provided. As noted in the impella IFU: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Section: warnings & cautions: warnings: section: pre-support evaluation. Section: impella cp with smartassist catheter insertion. Section: axillary insertion of the impella cp with smartassist catheter. Section: use of impella with transcatheter aortic valves. ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. It was reported via a publication that there was left main trunk occlusion/thrombus while on impella cp optical support. The site reportedly believes that the occlusion was caused by impella-related thrombi and retrograde aortic bloodflow by ECMO (extracorporeal membrane oxygenation). Additionally, subsequent tee (transesophageal echocardiography) revealed a thrombus in the impella inlet and during an exchange to impella 5.0, a migrated thrombus in the left atrium was also observed. Additional information noted the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.